Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the elective replacement indicator was observed. Session reports indicated that the ipg battery voltage is less than 2.73v. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.